Event description:
The customer reported that a css console was displaying "leaky pilot valve" alarms. The patient was switched to a backup css console. There was no patient impact.

Manufacturer narrative:
The css console was evaluated on site by the hospital biomedical engineer. The flow hardware was recalibrated, and the css console successfully passed the console test validation protocol. The css console is currently supporting a patient, and has exhibited no "leaky pilot valve" alarms. This failure mode did not pose a risk to the patient because it did not prevent the css console from performing its life-sustaining functions. The "leaky pilot valve" alarm is intended to notify the user of the potential need to adjust the pilot pressure setting. Pilot pressure has an inverse relationship to hospital-supplied inlet air pressure. This issue will be monitored to determine if it exhibits an upward trend. Syncardia has completed its evaluation of this complaint and is closing this file.